Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump was emitting frequent loss of prime alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 12/23/2014-device evaluation: the pump has been returned and evaluated by product analysis on 12/04/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed multiple no cartridge detected and loss of prime warnings due to zero forces. During testing, a cartridge was not detected when the load step was performed, and the loss of prime was duplicated. The pump case was removed, and an intermittent condition was found at the pins due to a broken solder joint.

Manufacturer narrative:
Follow-up #2 date of submission 12/23/2014. Correction to follow-up #1: the pump has been returned and evaluated by product analysis on 12/05/2014.